Event description:
It was reported that bd alaris pump infusion set was leaking the following information was received by the initial reporter with the following vebatim it was reported by customer that the tubing was leaking blood from the top of the drip chamber.

Manufacturer narrative:
Two samples model 10015414, lot 25025421 were returned for investigation. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The sets were primed with water and pressurized, no leak was observed. The customer complaint was unable to be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.